Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported and it could not be obtained. The subject device is not available; therefore, physical as well as a functional evaluation could not be performed. However, vessel perforation and hemorrhage are known risks associated with endovascular procedures and are noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during the thrombectomy procedure to restore blood flow to the occluded right ica, mca-m1 segment, vessel perforation occurred in the superior division m2 segment of the mca. Repeat angio run showed no further contrast extravasation so the physician decided to continued with the procedure. The vessel perforation resolved without medical treatment. Post procedure the patient was assessed having a tici of 3. At 24 hours post procedure, the patient was assessed having a nihss of 14. The study facility reported that the vessel perforation was likely caused by the prowler catheter and the guidewire used. The patient was discharged to inpatient rehab approximately 10 days post the index procedure assessed having a nihss of 12 and a modified ranquin scale (mrs) of 4. The study facility reported that the inpatient rehab was due to the presenting stroke. No further information is available.

Manufacturer narrative:
The study facility provided lot # b36111 and lot b36368 for the reported synchro. The physician was unable to identify which of the two lot numbers belongs to the reported synchro guidewire used.

Event description:
It was reported that during the thrombectomy procedure to restore blood flow to the occluded right ica, mca-m1 segment, vessel perforation occurred in the superior division m2 segment of the mca. Repeat angio run showed no further contrast extravasation so the physician decided to continued with the procedure. The vessel perforation resolved without medical treatment. Post procedure the patient was assessed having a tici of 3. At 24 hours post procedure, the patient was assessed having a nihss of 14. The study facility reported that the vessel perforation was likely caused by the prowler catheter and the guidewire used. The patient was discharged to inpatient rehab approximately 10 days post the index procedure assessed having a nihss of 12 and a modified ranquin scale (mrs) of 4. The study facility reported that the inpatient rehab was due to the presenting stroke. No further information is available.

Manufacturer narrative:
Manufacturer and expiration: updated. Product long description: updated. Catalog #: updated. Provided lot number device history record and details of the extra lot number provided by the user facility. Lot number: b36111, catalog #: m00326420, description: synchro 2/14 200 cm standard preshaped. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Lot number: b36368, manufacturer date: 31-mar-2015, expiration date: 31-mar-2017, catalog #: m00326420, description: synchro 2/14 200 cm standard preshaped. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during the thrombectomy procedure to restore blood flow to the occluded right ica, mca-m1 segment, vessel perforation occurred in the superior division m2 segment of the mca. Repeat angio run showed no futher contrast extravasation so the physician decided to continued with the procedure.the vessel perforation resolved without medical treatment. Post procedure the patient was assessed having a tici of 3. At 24 hours post procedure, the patient was assessed having a nihss of 14. The study facility reported that the vessel perforation was likely caused by the prowler catheter and the guidewire used. The patient was discharged to inpatient rehab approximately 10 days post the index procedure assessed having a nihss of 12 and a modified ranquin scale (mrs) of 4. The study facility reported that the inpatient rehab was due to the presenting stroke. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the thrombectomy procedure to restore blood flow to the occluded right ica, mca-m1 segment, vessel perforation occurred in the superior division m2 segment of the mca. Repeat angio run showed no further contrast extravasation so the physician decided to continued with the procedure. The vessel perforation resolved without medical treatment. Post procedure the patient was assessed having a tici of 3. At 24 hours post procedure, the patient was assessed having a nihss of 14. The study facility reported that the vessel perforation was likely caused by the prowler catheter and the guidewire used. The patient was discharged to inpatient rehab approximately 10 days post the index procedure assessed having a nihss of 12 and a modified ranquin scale (mrs) of 4. The study facility reported that the inpatient rehab was due to the presenting stroke. No further information is available.